Event description:
It was reported that during elective device replacement there were difficulties connecting the leads to the device header. Another device was implanted. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).